Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported on (B)(6) 2015 that the patient was admitted to the hospital due to deep vein thrombosis (dvt) and claudication. The dvt is reported to have developed after implant. The patient is currently stable and being bridged with heparin.

Manufacturer narrative:
Approximate age of device: 9 months. The manufacturer was unable to conduct an investigation as the patient remains ongoing with the implanted device. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event. Placeholder.